Event description:
An alert for high output autocapture was noted. Upon further review of the alert, the rv lead impedance was found to be high and out of range while in bipolar configuration. The device was reprogrammed to unipolar configuration and the impedance was within normal range. A chest x-ray showed a thinning of the lead near the subclavian anatomy. The lead was capped and replaced and the patient was stable.